Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer pfo was selected for an implant using a 8f amplatzer trevisio, intravascular delivery system. During the procedure, the device was prepared according to the IFU's. Once deployed, the right disc has a hamburger (bulbous) shape. The right disc was recapture and redeploy, it still appeared hamburger shape. The physician performed wiggle test (push - pull) hoping the right disc would flatten out but it still appeared hamburger shape. The device was totally recaptured, retrieved from the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with another 25mm amplatzer pfo that completed the procedure successfully. Patient stable, no additional information was provided.